Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. The pump remains in use supporting the patient. No further issues have been reported. A direct correlation between the device and the reported gi bleeding could not be determined. The instructions for use lists bleeding as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted with gastrointestinal bleeding and anemia. The patient's hematocrit was 25.5%, hemoglobin was 8.3 g/dl, and platelet count was 269,000/mm 3. On (B)(6) 2015, two arteriovenous malformations at an unspecified gi location were found and were clipped. The patient did not received any transfusion during the hospital admission. The patient was discharged to a skilled nursing facility on (B)(6) 2015. No additional information was provided.